Manufacturer narrative:
Additional device procode: hwc. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that initially, the patient was implanted with the va-lcp dhp on an unknown date. On an unknown date, approximately three to four weeks after the operation, the variable angle (va) locking compression plate (lcp) posterolateral distal humerus plate (dhp) broke. Thus, on (B)(6) 2019, patient had to be re-operated. During the revision surgery, the implants were successfully explanted, and the patient was revised to lcp extra-articular distal humerus plates. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant device: screw (part unknown, lot unknown, quantity: 9). This report is for one (1) va-lcp dhp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned plate with article number 04.117.209 (va-lcp dhp 2.7/3.5 dorso-lat r x-long 9h) with lot number 8200934 is broken through hole 3 and shows normal signs of use. The complaint regarding the break of the device is confirmed. The device history records have been reviewed and no ncrs were generated during the manufacture of the product. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It is determined that the plate broke due to post manufacturing damage. No manufacturing related issues were observed during investigation. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The applicable risk management document was reviewed and found to adequately address this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot , part: 04.117.209s, lot: 8200934, manufacturing site: raron, release to warehouse date: 18 jan 2013, expiry date: 01. Jan 2023. Lot 8200934 was manufactured from blank 60077910 lot 8165255: manufacturing site: raron, release to warehouse: 19 nov 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.